Event description:
The customer reported that they were about to initiate a pelvic cbct. The patient was positioned head first, supine couch was up and extended, gantry was rotating from 0 toward 90 deg iec. The gantry center cover fell off and hit the patient on the forehead. An emergency room physician examined the patient, ordered a CT scan and released the patient. The next day, the patient returned to the hospital with a headache and received another CT scan. Both CT scans showed negative results. However, there was swelling around the patient's left eyebrow where the cover came in contact.

Manufacturer narrative:
Varian's investigation revealed that during treatment, the center throat cover (fiberglass cover) is at its longest when the gantry angle is at either 90 degrees or 270 degrees, shadowing over the patient. A loose or incorrect fasten would enable the latching mechanisms to fail, allowing the throat cover to fall onto the patient. The fiberglass cover weighs approximately 17 lbs., the center of the cover is at iso-center and the part of the cover that could hit the patient is a flat, smooth surface. The hazard analysis determined that if this scenario occurred, it could cause a superficial cut and/or bruise to the patient's head. Varian provided a customer technical bulletin to elaborate on how to latch the center throat cover properly. In addition, a design improvement to the latching mechanism was cut-in to manufacturing in 2006. Since the improvement, no further complaints have been reported on this matter. The fiberglass cover was replaced and reinstalled at this site. No additional follow-up to this MDR is expected.